Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) with stone extraction procedure, a sheath separation occurred. The location of the stone is unknown. The extractor rx 15mm x 18mm stone retrieval catheter was advanced to the stone, however, it was not known if the stone was removed. Upon attempting to withdrawn the balloon through an unspecified duodenoscope, the sheath separated from catheter upon removal from the duodenoscope. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.